Manufacturer narrative:
Ftr#(B)(4). Post market vigilance (pmv) led an evaluation of one device and reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the reload noted that it was partially fired to the 4 cm cut line and engaged in interlock. Functionally, the instrument was loaded with reload. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted a sheared tooth on the anterior firing rack. Functionally, the reload was loaded into a pmv instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of the sheared teeth condition may occur when the firing is over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution- preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. Replication of this condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. No product enhancements were generated. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter, the device was sent for evaluation and there is no reported incident.